Event description:
The customer reported that the ii didn't work. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the pl1 and f2 fuses. The system operates as intended.